Event description:
Customer stated that they felt for the first time that having sphb could have potentially been dangerous. The customer placed the patient on the monitor, the sensor was positioned properly and the sphb value was reading around 100 g/l. (Customer does not know exact numbers and will not share additional info). The customer drew the first blood gas- both abg and lab sample, and they were both reading in low 60's and the patient required transfusion. The customer trusted the sphb value and may have missed something. Customer is aware that sphb should never replace a blood gas. The customer used invivo adjust -30 (max) and he said it trended well but was under the impression that lower hbg levels the monitor has improved performance and this did not perform as expected.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.